Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 194 mg/dl. The customer reported exposing the insulin pump to moisture. It was also found condensation was present under the lcd screen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with minor scratches on lcd window. And cracked battery tube threads.